Manufacturer narrative:
Investigation summary: the complaint of "false positive" was received against the bd max instrument catalog number 441916, serial number ct1813. Fse went onsite and confirmed drawer flag sensor position, mechanical alignment confirmation, adjustment. Efc test were carried out and it was confirmed that there was no problem. Qc test was also conducted and confirmed that there were no problems with the results. The complaint is not confirmed. The root cause is unknown. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint. A corrective action (CAPA) 1632720 is in open to address the reader saturation and false positives issue caused by the original bd sars-cov-2 assay.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument testing for sars-cov-2 a potential false positive occurred. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd max¿ system, bd max¿ instrument testing for sars-cov-2 a potential false positive occurred. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.